Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. Following pre-dilatation, a 2.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was tried to advance again. However, the device got deformed that the distal end of the stent was lifted. The procedure was completed with a different size of synergy stent. No patient complications were reported.